Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200-250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer.